Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested improve brand nasopharyngeal swab generated positive results. Repeat testing was not performed. On (B)(6) 2021 pcr confirmation testing was performed a nasopharyngeal swabs with generated negative results. The customer stated the patient had no apparent symptoms. The customer reported due to the patient's test results the protocol was activated when a patient tests positive by ID now. The patient could not travel and had to wait in the laboratory for the secretary to arrive and carry out all the follow-up to the process. There was no treatment provided and no patient injury.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: g3, g6, h2 and h6. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1018764 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: 1018764 , test base part number 190-430 / lot: 1018764. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1018764 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. Review of complaints against the kit lot for the reported issue indicates product performance is as expected and have not identified a product deficiency.